Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that on (B)(6) 2026, the x-ray indicated that the stimulator and wires were in good position. The patient was advised to contact the representative to discuss adjustment of programs and it was unknown if the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency, fecal incontinence, urinary/bowel dysfunction. It was reported that the reason for call was to report that about 6 weeks ago(around the first and second week of january), the patient fell on the side of the implant and thinks may have dented the stimulator. The patient said that since about a week after the fall, they had been having accidents all the time. When asked, the patient said that they did make an adjustment about a week after the fall. Reviewed therapy information and general programming guidance. The patient said they would make adjustments on their own. The patient agreed to keep track of adjustments and continue to track symptoms. The patient was redirected to their healthcare provider to notify them of the fall and consider scheduling an appointment for a device check to further address the issue if reprogramming doesn't resolve return of symptoms. The patient also mentioned that they were scheduled for a back injection on the same side as the implant.